Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the medication orders were not updating on the medstations, prompting an investigation that identified the oltp sign-down query showing a disconnected flag. A technical support specialist (tss) restarted net.msmq, net.pipe, and net.tcp services and followed the knowledge article medes interface delayed down notice to deploy the carefusion coordination engine (cce) interface services utility, however, the deployment failed and the disconnected status persisted. Further analysis by dialing into the cce server revealed that cce services had stopped around 7 april, and event viewer logs confirmed a structured query language (sql) server shutdown due to a system shutdown event, which caused loss of connectivity and service stoppage. The cce services were restarted, after which message processing resumed successfully and the customer confirmed that messages were crossing correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not crossing over to the station. However, there were no delay in patient care and no adverse events or injuries reported based on this event.